Event description:
It was reported that the customer is using a masimo lncs neo sensor on newborn baby with panda warmer bed. Customer complains of difficulty to obtain a reading for several minutes and refuses to put panda in use as planned for their purchase until solutions found. The cable on the panda was replaced with no change. Masimo cs for on site presence during c-section birth. Customer refused for us to leave it in normal sensitivity since it has not functioned for many babies and wanted us to put it into max right from the start. Changed sensitivity to max and decreased averaging time to 2-4 seconds. Sensor applied on right wrist (advised it is not a recommended site).

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a f/u report will be submitted.